Event description:
It was reported that there was an alert for shock lead impedance of this cardiac resynchronization therapy defibrillator (crt-d) system to be out-of-range. Technical services (ts) reviewed trend reports and found that the recorded value was 127 ohms for the coil to can vector when it was 80 ohms the day before. Ts advised that patient be brought in to clinic to reset alert and recommended reprogramming and further monitoring of this system. No adverse patient effects were reported. Currently, this crt-d remains in service.